Event description:
It was reported that during an angioplasty procedure in the right common femoral artery via a contralateral approach, the pta balloon allegedly ruptured at 4atm. It was further reported that another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 03/2024).

Manufacturer narrative:
H10: additional information was received and the file was reassessed for reportability and determined to be reportable as malfunction. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one ultrascore 014 pta dilatation catheter was received for evaluation. During visual evaluation, the strain relief was noted to be missing from the catheter. No kinks were noted to the catheter shaft and no anomalies to luers/y-body. During functional evaluation, an in-house presto inflation device was used to inflate the balloon and pinhole rupture was noted to the balloon. No other functional testing was performed. Therefore, the investigation is confirmed for the reported uncomplicated pinhole balloon rupture as a pinhole rupture was noted to the balloon. The investigation is also confirmed for the identified strain relief dislodgement as the strain relief was noted to be missing from the catheter. A definitive root cause for the reported uncomplicated pinhole balloon rupture and identified strain relief dislodgement could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4(expiry date: 03/2024), g3, h2, h6 (device). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure in the right common femoral artery via a contralateral approach, the pta balloon allegedly ruptured at 4 atm. It was further reported that another device was used to complete the procedure. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure in the right common femoral artery via a contralateral approach, the pta balloon allegedly ruptured at 4atm. It was further reported that another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. H10: (expiry date: 03/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device pending return.